Event description:
The patient was previously treated for an abdominal aortic aneurysm with a dacron graft. The patient was also previously treated for left common and left internal iliac aneurysms with an aneurx device. On (B)(6) 2012, the patient was treated for right common and right internal iliac aneurysms. A gore excluder aaa endoprosthesis featuring c3 was selected for use. The proximal end of the device was deployed within the distal end of the previously implanted dacron graft. The proximal end of the gore excluder aaa endoprosthesis infolded on itself after deployment. The physician then implanted a gore excluder aaa endoprosthesis aortic extender component and ballooned which resolved the infolding. The aneurysm was excluded and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.